Event description:
An endurant stent graft was implanted in the patient for the endovascular treatment of a 55mm saccular abdominal aortic aneurysm. Vessel morphology at the time of implant was reported as the diameter of the upper proximal neck is 20mm and 19mm in diameter at the aneurysm entry. The proximal neck length by center line was 1mm. The diameter of right common iliac is 8mm. The diameter of the left common iliac is 8mm. The diameter of the right external iliac vessel is 5mm and the diameter of the left external iliac vessel is 6mm. It was reported that during the index procedure the aortic cuff was implanted just below the left renal artery to treat the aneurysm at the junction site just below the renal artery. During the procedure the left renal artery was occluded due to the patient¿s anatomy (neck was found to be in an accordion shape) and the physician failed to check the positioning before deployment. The physician added a bare stent to treat the occluded renal artery and blood flow was confirmed. The procedure was completed successfully. No clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4). Results: vessel occlusion, inaccurate stent graft delivery. Aortic neck length less than 10mm / implanting without a bifur. Physician failed to check positioning. Conclusion: vessel occlusion, inaccurate stent graft delivery. Aortic neck length less than 10mm / implanting without a bifur. Physician failed to check positioning.